Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), it was noted beginning (B)(6) 201, there were 54 ventricular sensing integrity counts (sic) and no episodes available to verify lead noise oversensing and inappropriate shocks. Analysis also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted during the week ending on (B)(6) 2014, rv pacing impedance spiked to 1159 ohms, then returned to trend in the 300-500 ohm range. During the week ending on (B)(6) 2015, rv pacing impedance spiked to 1216 ohms and impedances continue to be high and variable. The rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days.

Event description:
It was reported that the patient presented to the hospital after a lead integrity alert (lia) was triggered. A device interrogation indicated the right ventricular (rv) lead exhibited oversensing with short interval counts (sic) and an rv pacing impedance spike. The rv lead remains in use and follow-up is unable to provide more information at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the rv lead showed an additional pacing impedance spike, along with intermittent high values and an increase in the frequency of the spikes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Further information was obtained, which indicated the rv lead exhibited fluctuating impedance again and a high pacing threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)